Event description:
It was reported that after unpacking the implantable cardioverter defibrillator (ICD) for a new implant procedure, it was noted that the wireless telemetry signal was very unstable and only showed three bars, but the program interface had no actual data even at a close distance. Several attempts were made to interrogate the ICD but failed. The physician was concerned there may be a problem with the ICD program control module. The ICD was exchanged. The patient was stable.

Manufacturer narrative:
The reported field event of telemetry issue was not confirmed. Both radiofrequency (rf) and inductive telemetry were tested and found to be normal. Interrogation of the device revealed the device was above elective replacement indicator (eri) upon receipt. Telemetry, pacing, sensing, impedance, high voltage (hv) output, hv shock, patient notifier were tested on the bench. No anomaly was detected.